Event description:
Regional service reports that the customer stated the hinge pin was broke and when they opened the faceplate, it came off in their hands. There was no patient procedure being performed.

Manufacturer narrative:
Manufacturing investigation pending, when investigation is completed a supplemental med watch 3500a report will be sent.